Event description:
It was reported that high, out of range, high voltage lead impedance was observed. The svc was programmed off. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.